Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the denali filter product that are cleared in the us. The pro code and 510 k number for the denali filter product are identified in common device name and date manufactured by MFR. (Expiration date: 05/2024).

Event description:
It was reported that during vena cava filter deployment in jugular vein, the filter legs were allegedly entangled. Reportedly, the filter was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during vena cava filter deployment in jugular vein, the filter legs were allegedly entangled. Reportedly,the filter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter product that are cleared in the us. The pro code and 510 k number for the denali filter product are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Although, one cavogram video was provided and reviewed. The video shows that the filter is not fully expanded at a level below the renal veins. Specifically, the filter legs are not expanded against the vena cava wall for ideal apposition. Therefore, the investigation is confirmed for activation failure including expansion failure as the filter legs are not fully expanded against the vena cava wall. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.